Event description:
It was reported that the pump delivered approximately 50 boluses without the customer requesting the boluses to be delivered. Tandem technical support reviewed the pump logs and verified the customer was requesting and delivering the boluses; however, the customer maintained that boluses were delivered without being requested. Customer's blood glucose (bg) level was "low"; value was not provided. Reportedly, customer continued to use the pump for insulin therapy.